Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm was reading 41 mg/dl. The patient did not have a glucometer to use for a comparison value. After 5-10 minutes, the patient was experiencing blurry vision, diaphoresis, weakness, lethargy, and disorientation. The patient¿s wife and daughter assisted the patient and treated him with unspecified food. It was also reported the patient¿s cgm values were ¿all over the place¿. At an unspecified time during this event, the patient¿s cgm was providing an unspecified high value and the patient self-treated with an insulin injection. Despite this high cgm value, the patient stated, ¿most of the time the readings were low¿. After almost an hour, the patient was able to recover and his symptoms lessened. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.